Event description:
Related manufacturing report number: 2938836-2014-17000. It was reported that the patient presented in clinic due to externalized conductors on the right ventricular (rv) lead. The externalized conductors were confirmed via fluoroscopic imaging. All electrical parameters were stable and in range. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial distal portion of the lead was returned for evaluation in one piece. Visual inspection of the lead revealed multiple internal insulation abrasion between the shock coils. Two of the insulation abrasions breached the ring electrode cable lumen and two of the insulation abrasions breached the right ventricular cable lumen. The ethylene tetra-fluoro-ethylene (etfe) cable coatings were intact. The cause of the reported event was due to the internal insulation abrasion.